Event description:
I hooked up patient to the power injector to pre-flush her IV with saline, but as I was watching the IV site for infiltration,I realized the injector was pushing the contrast instead of the saline. I double checked the protocol that I locked for the injector to load and it was correct. The patient received 50 cc visipaque (visi) prior to scan. I called the radiologist and she didn't want me to reload to give the patient another full dose for the scan. Biomed was called, injector was inspected and sensors were found to not be reading correctly and adjustments were made.